Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the event evaluation, a technical assistance center (tac) representative instructed the customer to follow the direction in the pairing guide and the foot switch was able to be paired. However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the customer could not pair their wireless foot pedal to the laser system. The event occurred during a kidney stone procedure and it was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the customer could not pair their wireless foot pedal to the laser system. There were no reports of patient harm.